Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 26.4 mmol/l (475.2 mg/dl) between 5 and 24 hours of wearing the pod. The patient stated they switched to manual mode and delivered 3.2 units for correction. They further stated they do not feel the cannula inside their abdomen but are still wearing the pod while waiting for insulin on board to be delivered. There was also no leaking observed at the pod site. The patient will change the pod if the insulin does not correct the high bg levels.